Manufacturer narrative:
Insulin pump unable to download, problem isolated to mother board. Pump received with cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.

Event description:
Customer reported of not being able to download insulin pump to carelink even after troubleshooting. Customer's blood glucose was not reported. Insulin pump would need to be replaced.